Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/18/2020. H.6. Investigation: two sealed packaged 1ml s/t syringes with needles were received, confirmed to be from batch #8327216 (p/n 309625). The samples were visually evaluated. The top web graphic was marked dg518101. The packaging evaluation confirmed that this product was manufactured in 1998 and had therefore expired in 2003. Since the product had long expired, no further testing or sample evaluation was performed. Batch #8327216 (p/n 309625) was manufactured in 1998 and no records remain to perform DHR review. This batch of product was manufactured in 1998 and expired in 2003. It was produced before the UDI requirements went into effect requiring expiration date to be printed on individual packages. Investigation cannot be performed for reported defects of expired product.

Event description:
It was reported that syringe 1ml s/t w/ndl 26x3/8 ib had the needle and syringe spin out. The following information was provided by the initial reporter: "it was reported when removing the shield the needle goes with it. Verbatim: consumer reported when removing the shield the needle goes with it. Informed to seat the needle still seeing this issue. Caller gets 12 syringes at a time. Lot #: 8327216, catalog#: 309625, date of event: 08/10/2020, samples status awaiting sample:"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml s/t w/ndl 26x3/8 ib had the needle and syringe spin out. The following information was provided by the initial reporter: "it was reported when removing the shield the needle goes with it. Verbatim: consumer reported when removing the shield the needle goes with it. Informed to seat the needle still seeing this issue. Caller gets 12 syringes at a time. Lot #: 8327216, catalog#: 309625, date of event: (B)(6) 2020. Samples status awaiting sample:"